Manufacturer narrative:
Li w, li l, jiang y, zhang j, lu j. Two types of mesh in tapp for primary inguinal hernia: a retrospective study with long-term follow-up in elderly patients. Surg laparosc endosc percutan tech. 2025 dec 1;35(6):e1414. Doi: 10.1097/sle.0000000000001414. Pmid: 41347688. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared outcomes between self-gripping mesh and conventional mesh in 113 elderly patients who underwent primary inguinal hernia surgery between 2015 and 2024. In the self-gripping mesh group, a  9.0x15.0 cm polypropylene mesh was placed in 60 patients without fixation and postoperative complications included seroma, hematoma, chronic pain, and hernia recurrence. Hematoma or seroma were confirmed by ultrasound.

Event description:
According to the literature, a retrospective study compared outcomes between self-gripping mesh and conventional mesh in 113 elderly patients who underwent primary inguinal hernia surgery between 2015 and 2024. In the self-gripping mesh group, a  9.0x15.0 cm polypropylene mesh was placed in 60 patients without fixation and postoperative complications included seroma, hematoma, chronic pain, and hernia recurrence. Hematoma or seroma were confirmed by ultrasound. Per the lead author, none of the adverse events reported in the article were directly attributed to any defect or failure of the self-gripping mesh product (B)(6). Two types of mesh in tapp for primary inguinal hernia: a retrospective study with long-term follow-up in elderly patients. Surg laparosc endosc percutan tech. (B)(6) 2025 :e1414. Doi: 1b)(6). Pmid:(B)(6).

Manufacturer narrative:
Additional information: b5, g3, h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.